Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported by the customer that the hub of the item has flash and scrapes/dents in the material. Material # 301671 batch # 5006433. I am hoping you can help with the following concern we are seeing on item 301671. Attached are images of the hub of the item under magnification, and we are seeing what appears to be flash and scrapes/dents in the material.

Manufacturer narrative:
(B)(4) follow up. The reported issue involved the presence of flash, scrapes, and dents on the hub of the item. As a physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, five photographs were provided and reviewed by our quality team. The images, taken under high magnification, revealed the presence of plastic flash on the needle hub. No additional defects or irregularities were observed. A device history record (DHR) review was completed for material number 301671, lot 5006433. The review found no quality issues during the production of this lot that could be linked to the reported condition. There were no associated quality notifications, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the photographic evidence, the customer-reported condition has been confirmed. However, in the absence of a physical sample, it is not possible to determine a probable root cause or verify compliance to product specification.